Event description:
On (B)(6) 2011, mother reported that the infusion sets are leaking insulin and this has resulted in hyperglycemia of up to 500 mg/dl. Normal blood glucose is 80-160 mg/dl, and pt has treated hyperglycemia with insulin injections. This has been ongoing for 2-3 weeks. Infusion sites are located on the abdomen, and pt changes the needle every 3 days. Mother was advised on MFR recommendations. Pt notices the insulin leakage when his shirt becomes wet. The infusion set has not become disconnected or dislodged, and the needle has not been bent or kinked. The transfer set and needle are connected properly. Infusion sets were replaced with a different type. Follow-up was completed with mother on (B)(6) 2011. Pt received the replacement infusion sets and the leak resolved, and mother believes the leak was due to the product. Pt did not require treatment from a health care professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for eval.